Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported it takes forever to complete the connection/stuck on 90%. The agent attempted to walk the patient thru the clear data steps, but patient was unable to navigate successfully and did not want to continue troubleshooting. The patient also mentioned they spoke with a company representative about two weeks ago because "it was messing up". The agent tried to clarify what they meant but patient stated they didn't remember. The patient stated they get 12 boluses per day and were going to have someone come look at the bolus programming because they believed they were being locked out when they were supposed to. The patient called back in the same day and wanted to try to request a bolus again. The agent had the patient try to connect to the pump and the patient verified he is able to get connected to the pump, but it stalled at 90%. The patient was walked through clearing the data.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.